Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the truepath device. The control unit, motor housing, working length, tip housing/tip were microscopically examined. The coil was damaged and pulled away from the shaft at the bond at the distal end of the device. There was no other damage or irregularities identified during analysis. Functional testing was performed by turning on the device. The device turned on and all the led lights lite up as they were supposed to and the normal audible noise was heard; however, the red light flashed off and on and the device kept beeping during the audible noise. The device vibrated/rotated but the tip did not rotate due to the tip damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the catheter was suspected to have become trapped in the calcification. The target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A truepath¿ cto device was selected for use. During usage of the device inside of the body, truepath was advanced, however, alert mode repeatedly occurred. It was suspected that truepath became trapped in the calcification, but the alert mode did not stop even if the switch was turned on outside of the patient's body. Procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the catheter was suspected to have become trapped in the calcification. The target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A truepath¿ cto device was selected for use. During usage of the device inside of the body, truepath was advanced, however, alert mode repeatedly occurred. It was suspected that truepath became trapped in the calcification, but the alert mode did not stop even if the switch was turned on outside of the patient's body. Procedure was completed with another of the same device. No patient complications were reported.